Manufacturer narrative:
B3: date inaccurate, only the year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a legal representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was defective. Within weeks of implantation, the patient experienced shock-like sensation and worsening pain. The patient was implanted for chronic back and leg pain that had been unresponsive to conservative treatment. Shortly after implantation, the patient began experiencing worsening neurological symptoms, including urinary incontinence; these symptoms emerged approximately two weeks after implantation, and were not present before implantation. The patient's attorney alleged that the manufacturer's design was "defective" and the patient suffered ongoing physical pain, emotional/psychological suffering/distress, financial loss, a profound diminishment of independence and daily function, and a diminished quality/enjoyment of life. The patient reported to their physician and to field representatives that the device was not delivering the promised pain relief and was instead causing new and worsening symptoms, specifically urinary dysfunction to the extent that patient needed to wear specific protective undergarments due to involuntary urination when they undertook everyday activities such as standing, coughing, and walking. Despite these reports, the patient was told that the device was functioning normally. No diagnostic testing was performed by manufacture r representatives. The attorney alleged that the device remained implanted and continued to cause pain and interference with adjacent anatomical structures. Contrary to what the attorney alleged, the patient's device registration showed that the ins was explanted on (B)(6) 2025. The attorney alleged that the manufacturer did not recommend removal or offer support. The attorney alleged that the ins was "defectively manufactured" and the device "failed during normal and foreseeable use." The harms suffered by the patient included chronic pain, electrical shocks, neurologic injury, and lack of efficacy. The device failed to deliver effective stimulation, resulting in painful shocks, exacerbation of the patient's underlying symptoms, and new complications including urinary dysfunction.